Event description:
Attorney alleges plaintiff developed rupture, siliconomas, multiple physical symptoms including breast pain, arm pain, burning sensation, hematoma, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.